Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep charged the ins the night before the case and the following day the ins was at 80% charged. This was prior to the ins being implanted. The patient was implanted on (B)(6) 2018. They could not troubleshoot due to lack of access to the product. However, information was reviewed with the rep regarding potential causes. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the ins depleting from 100% to 80% the night before it was implanted remains unknown at this time. The rep asked the patient to perform a recharge after getting approval from the physician. The rep stated that after discussion with technical services, it was thought that the battery was not entirely full, but was full enough for the percentage to display 100%, which then decreased to 80% after losing some battery. No further troubleshooting was performed. No further complications were reported or anticipated.